Manufacturer narrative:
Seventy nine days have passed since this issue was reported to mitek; nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Event description:
Our rep. Is reporting to us that during an arthroscopic rotator cuff repair with the use of an expressew ii gun, an expressew iii needle, and arthrex¿s fiberwire suture, a portion, 3-4mm, of the distal tip of the expressew needle broke off into the joint after an undetermined amount of passes while the surgeon was trying to deliver the ¿fiberwire¿ through the tissue. They x-rayed the site; however, they were not able to locate the fragment, it remains in the patient. The surgery time was extended approximately 30 minutes, which was completed successfully using another same device without further issue or harm to the patient. Complaint device discarded at user facility.